Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.